Event description:
Second degree burns/ blistered up/ they kind of oozed a little bit [burns second degree] , left marks/ scars [scar] , . Case narrative:this is a spontaneous report from a contactable nurse reporting for herself. A (B)(6) other ethnic group female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r45809, expiration date 20sep2019, via an unspecified route of administration from an unspecified date to (B)(6) 2018 for a bulging disc in c5 and the next one under that one. There was no medical history or concomitant medications. The patient previously used thermacare heatwrap probably since they came out. She has used them in different areas, including "the ones for menstrual pain", but she no longer had a menstrual cycle so she didn't use those any longer. This nurse reported that she used thermacare heatwraps neck wrist and shoulder heatwraps and used them the way they say to use them, didn't put ointment on or wear overnight. She applied to right shoulder, wore it to work and took it off after work. She received second degree burns on (B)(6) 2018. It was a new event. They were three distinct little sections 2 about dime sized 1 about nickel sized. They're on the right shoulder. Second degree burns, blistered up, not superficial. When the blisters ""kinda"" broke, because it's on the band where your bra would be, the bra was kind of rubbing up against it so it kinda made the blisters break and they kind of oozed a little bit. It took probably like 3 weeks to heal, took until probably the early part of (B)(6) 2018. Definitely with lasting effects because it healed but left marks that were not blistered up like it was but if she wore a tank top or something everybody asked what happened to her. No surgical intervention was required. She treated herself because she was a nurse, used silvadene cream and then after that kind of healed she used some scar treatment on it to see if the scars were going to go away but they're just here. The reporter denied any of the following medical conditions or medical history: diabetes; rheumatoid arthritis; heart disease; poor circulation; neuropathy or decreased sensation; pregnancy; skin allergies, rashes or other skin disorders; memory or cognitive concerns. The reporter expected long-term sequelae-scarring since she did not think the scars were going to go away. The patient was not taking any relevant medications, including topical medications, at the time of the adverse events. The sample of the product was available for evaluation. The reporter provided a reasonable possibility that the event second degree burns was related to the device and seriousness criteria was provided as "disfiguring". The action taken for the product was permanently stopped due to event on (B)(6) 2018. The outcome of the event "second degree burns/ blistered up/ they kind of oozed a little bit" was recovered/resolved with sequel in (B)(6) 2018. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is assessed as non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is assessed as non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] second degree burns/ blistered up/ they kind of oozed a little bit [burns second degree], left marks/ scars [scar]. Case narrative: this is a spontaneous report from a contactable nurse reporting for herself. A 43-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number r45809, expiration date 20sep2019) from an unspecified date to (B)(6) 2018 for a bulging disc in c5 and the next one under that one. There was no medical history or concomitant medications. The patient previously used thermacare heatwrap probably since they came out. She has used them in different areas, including "the ones for menstrual pain", but she no longer had a menstrual cycle so she didn't use those any longer. This nurse reported that she used thermacare heatwraps neck wrist and shoulder heatwraps and used them the way they say to use them, didn't put ointment on or wear overnight. She applied to right shoulder, wore it to work and took it off after work. She received second degree burns on (B)(6) 2018. It was a new event. They were three distinct little sections 2 about dime sized 1 about nickel sized. They're on the right shoulder. Second degree burns, blistered up, not superficial. When the blisters kinda broke, because it's on the band where your bra would be, the bra was kind of rubbing up against it so it kinda made the blisters break and they kind of oozed a little bit. It took probably like 3 weeks to heal, took until probably the early part of (B)(6) 2018. Definitely with lasting effects because it healed but left marks that were not blistered up like it was but if she wore a tank top or something everybody asked what happened to her. No surgical intervention was required. She treated herself because she was a nurse, used silvadene cream and then after that kind of healed she used some scar treatment on it to see if the scars were going to go away but they're just here. The reporter denied any of the following medical conditions or medical history: diabetes; rheumatoid arthritis; heart disease; poor circulation; neuropathy or decreased sensation; pregnancy; skin allergies, rashes or other skin disorders; memory or cognitive concerns. The reporter expected long-term sequelae-scarring since she did not think the scars were going to go away. The patient was not taking any relevant medications, including topical medications, at the time of the adverse events. The sample of the product was available for evaluation. The reporter provided a reasonable possibility that the event second degree burns was related to the device and seriousness criteria was provided as "disfiguring". The action taken for the product was permanently stopped due to event on (B)(6) 2018. The outcome of the event "second degree burns/ blistered up/ they kind of oozed a little bit" was recovered/resolved with sequel in (B)(6) 2018. The outcome of the other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-25353, effective: 04aug2016. Consumer reports "second degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (15jun2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is assessed as non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-25353, effective: 04aug2016. Consumer reports "second degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.